Manufacturer narrative:
The investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges while a patient was on an invasive artificial respiration; a nebulizer treatment was administered. The nebulizer treatment happened between the catheter mount tube and hme filter. Over the course of the day the respiratory volume of the patient decreased. The patient became stressed and showed signs of rapid breathing. Intervention - the situation improved when the filter was changed.